Event description:
It was reported that the artificial urinary sphincter (aus) was revised due to unspecified reasons. It was further reported that the balloon and pump were repositioned because the balloon had herniated out and the pump had migrated proximally. The patient found it difficult to find the pump and he could feel the herniated balloon. It was also further reported that the pump scarred into a bad position. The patient could not reach the pump.